Manufacturer narrative:
An event regarding instability involving an unknown duracon insert was reported. The event was confirmed. Method & results: -device evaluation and results: the device was not returned however photographs were provided for review. The insert photographs show a recently explanted device with damage noted to the medial anterior bearing condyle surface. This damage cannot be assessed based on the photograph provided, return of the device is required. -medical records received and evaluation: a secondary problem of knee instability was caused by an adverse mix of patient-related and procedure-related factors leading to tibial bearing exchange, also required for exposure reasons during revision. Conclusions: medical review has indicated that a secondary problem of knee instability was caused by an adverse mix of patient-related and procedure-related factors leading to tibial bearing exchange, also required for exposure reasons during revision. The exact cause of the insert exchange cannot be determined with the limited information provided. Further information such as product details, product return and operative reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient knee felt unstable. Doctor scheduled her for surgery for thicker and more constraint liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient knee felt unstable. Doctor scheduled her for surgery for thicker and more constraint liner.